Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. Customer had nausea. They feel ok to troubleshoot. Drive support cap was damaged. Customer's blood glucose value at the time of incident was 600 mg/dl. Customer current blood glucose level was 325 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leaks or air bubbles. Bolus wizard was not checked. Pressure test was not performed. Customer reports bolus wizard is programmed accurately. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Infusion set was changed on (B)(6) 2018. Products will be returning for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.